Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient was initially implanted with a bifurcated stent and an infrarenal aortic extension on (B)(6) 2015. Upon follow up computed tomography (CT) showed sac growth and patient reported lower back pain. Physician performed an angiogram and identified a potential type 3b endoleak. Physician elected to implant a competitor device to seal the leak. Patient is in stable condition.